Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a revision was scheduled for (B)(6) 2020 due to fluid loss.

Event description:
Additional information received 12/10/2020: device is being returned today. Addendum: according to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2014, revised and replaced on (B)(6) 2020 due to loss of fluid. Additional information received indicated that there was a leak on the tube. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within confined abrasion of the cylinder 1 exhaust tubing at the tubing/strain relief junction, indicating the tubing was kinked and abrading against itself for a period of time. Testing revealed this to be a site of leakage. Testing revealed a separation in the longer pump exhaust tubing. Microscopic evaluation revealed the surfaces to be smooth, indicating contact with sharp instrumentation. Microscopic evaluation revealed partial separations within abrasion on the cylinder 1 exhaust tubing, on the pump inlet tubing adjacent to the pump strain relief, and on the pump inlet tubing near the connector. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the pump inlet tubing, short pump exhaust tubing, and cylinder 1 exhaust tubing. No functional abnormalities were noted with cylinder 2.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter pump exhaust tubing and pump inlet tubing, may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause the cylinder 1 exhaust tubing to kink, and abraded against itself over a period of time while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the longer pump exhaust tubing occurred after the device packaging was opened. In addition, because the expected use of this device, combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.